Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the physician observed one automatic mode switching (ams) episode which was attributed to myopotentials. The device was reprogrammed to address the issue. The atrial lead will be monitored. No patient symptoms were reported.